Event description:
Boston scientific received information that during routine patient follow-up, this right ventricular (rv) lead exhibited loss of capture (loc). Fluoroscopy was performed and confirmed that the lead was dislodged. This patient underwent a revision procedure where this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.